Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to migration of the ipg. Surgical intervention may be taken to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-02863. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.